Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2.5 inches from the pump housing and the severed portion of the driveline was returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. A non-laminated deposition was also found on the body of the rotor. The lack of laminated layering suggests that these depositions did not form at these locations. Although their origin and duration of time for which they were present in the pump could not be conclusively determined, the lack of denaturation and the lack of circumferential contact marks on the outlet bearing cup, indicate that the depositions were not present in these areas for an extended amount of time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Upon receipt and disassembly of the returned pump, it was noted that the outlet bearing cup and outlet bearing ball were damaged. Although a specific point in which this damage occurred cannot be conclusively determined, review of the device history records indicates that the pump passed all inspection and testing at manufacturing. In addition, the pump supported the patient for 117 days and there were no reported issues related to pump operation during this time. Therefore, the damage most likely occurred post-explant. As a result of this damage, functional testing could not be performed on the returned pump. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient underwent a pump exchange due to suspected device thrombosis. Additional information was requested, but was not provided.